Event description:
Products received from MFR in defective condition a) parts did not connect together properly b) breakage of parts within days of delivery to pts c) improper labeling of devices eg "right" and "left" when there is no physical difference d) refusal by MFR to provide technical product support; including their rep refusing to furnish a training session on 3/30/95 e) furnishing a product that was improperly stored and had rusted parts f) furnishing product that was stained and not clean g) furnishing product whose individual parts cannot be interchanged in order to effect a repair. Not providing any statement of this in their literature. Did not acknowledge this until letter of 11/7. H) sold rptr obsolete product. Did not acknowledge that they had a "new-improved" style until rptr refused to pay for the product and insisted on returning defective goods. I) attempting to charge rptr for "recall/replacements". Per phone conversation with rptr 12/28/95, identity may be disclosed to MFR.